Event description:
It was reported that during a versapoint procedure the pt developed: a sudden loss of breath sounds, an abrupt decline in end-tidal carbon dioxide and an associated drop in body temperature. The surgeon was using the vrs resectoscope and last five minutes of the myoma resection when the incident occurred. The surgical procedure was interrupted and an endotracheal tube was replaced without benefit. The pt rec'd breathing tretments and the pt's arterial oxygen tension gradually rose back to normal. The pt initially manifested a respiratory acidosis. A helical CT scan ruled out a pulmonary embolis. The pt was diagnosed with air embolism with severe bronchospasm. The procedure was performed without the trendelenberg positioning. No mechanical device for fluid defict monitoring or mechanism for determing the intrauterine pressure and used. The pt was discharged from ICU the next morning. No sequelae noted.